Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and their insulin pump had received multiple error alarms. The customer¿s blood glucose level was 567 mg/dl. The customer states they are able to rewind the pump. Troubleshooting was performed for power error alarm. The customer performed self-test and it did pass. Advised customer that pump is working as it should. Advised customer to call back if they have more issues. The insulin pump will not be returned for analysis.